Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant medical products: previously reported concomitant devices - hook f/removal of pfna-blades (part# 03.010.172, lot# l347972, quantity 1). Guide/compression/k-wires (part# unknown, lot# unknown, quantity 1) are not concomitant in this incident as this report is for patient pain. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of explant is unknown. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that on an unknown date, patient underwent removal of the blade. During the removal of the blade, the hook was stuck into blade while using blade removal tool to get the blade out. This incident is captured under linked (B)(4). Concomitant devices reported: hook f/removal of pfna-blades (part# 03.010.172, lot# l347972, quantity 1). Guide/compression/k-wires (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Device used for treatment, not diagnosis patient information is not available for reporting. This report is for unknown screw locking/unknown lot number. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. Original implant date is unknown. Portion of the device is still implanted in the patient, another removal is planned. (B)(6). The patient had post-operatively pain, there is no allegation of a complaint against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the patient had post-operatively pain and thought this was because of the implanted proximal femoral antirotation (pfna) implants. A planned removal surgery was performed on (B)(6) 2017 but they were unable to remove the blade (see (B)(4)). They could not remove the blade and closed the site, another removal is planned. No information available about patient condition. This complaint involves 3 parts. This report is 2 of 3 for (B)(4).